Event description:
As it was reported by an affiliate, during a procedure, the first smart control stent (1) ((B)(4)) was partially deployed and the third smart control (3) ((B)(4)) presented resistance/friction. Contra-lateral approach was chosen for the right femoral artery. Initially, treatment for the left external iliac artery was conducted. A guidewire (non-cordis) was delivered, and it was exchanged for a different guidewire (no-cordis), and it crossed the lesion. The first smart control (c08100sl: 6x40 ml) was delivered to a heavily calcified and heavily tortuous with a 99% stenosis, but it would not be advanced toward to the left external iliac artery. Once it was retrieved from the patient, and then, inflation was conducted with a balloon catheter (non-cordis). After the inflation, the first smart control was re-delivered to the left external iliac artery. The locking pin had been in place, but the stent of the first smart control was observed to have been slightly released (5mm). Then the physician stopped using the first smart control without stent placement, and a new smart control (2) (8x100mm 80cm) was used and placed at the external iliac artery, and then post dilation was conducted with a balloon catheter (non-cordis). Afterwards, the treatment of the left superficial femoral artery was conducted. The third smart control (3) ((B)(4)) (6x40mm 120cm) was delivered to the left superficial femoral artery without pre-dilation, but there was friction at the lesion. Then the second smart control was retrieved from the patient, and a kink was observed at approximately 30cm from the distal end of the shaft. Therefore, the physician stopped using the third smart control (3) without stent placement. After the guidewire was exchanged for a different guidewire (non-cordis), a different smart control (4) (8x40mm 80cm) was used and placed instead. The procedure was completed with a different smart control stent device. There was no injury to the patient reported.

Manufacturer narrative:
Complaint conclusion: as it was reported by an affiliate, during a procedure, a smart control stent was partially deployed and another smart control (sd) presented resistance/friction. Contra-lateral (right femoral artery) approach was chosen for initial treatment of a heavily calcified and heavily tortuous 99% stenosed left external iliac artery. A non-cordis guidewire was advanced across the lesion followed by a smart control but it would not advance towards the left external iliac artery. It was retrieved and pre-dilation was conducted after which the smart control was re-delivered to the left external iliac artery. However, it was noted that the stent had prematurely released approximately 5mm. The physician removed the smart control without stent placement, and a new smart control was successfully deployed followed by post dilation. Afterwards, treatment of the left superficial femoral artery was conducted. A third smart control was delivered to the left superficial femoral artery without pre-dilation, but there was friction at the lesion. The sds was retrieved from the patient, and a kink was observed approximately 30cm from the distal end of the shaft. The physician removed the sds without stent deployment. The procedure was completed with a different smart control stent device. There was no reported patient injury. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15621159 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15570024 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.